Event description:
It was reported that during surgery the surgeon believed the trial component parts were adequately locked together during a trial reduction. Later determined they were not, resulting in the need for 5mm femoral augments. Final poly insert implant was also exchanged for a larger size. Less than 30 minutes delay was reported and a backup device was available.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the incomplete threading of the post into the trial tibia was reportedly the root cause of the additional 5mm distal femoral cut, subsequent augments, up-sized insert and slight surgical extension. Based on communication that the surgeon ¿does not feel this affected the patient¿ and no patient injury resulted from the slight surgical extension, no further patient impact is anticipated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.